Event description:
It was reported that the device was used during an unknown procedure. The tip of the device punctured the stomach wall upon insertion. Stomach was oversewn without add'l consequences.